Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water cylinder and tube had foreign material and the nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air/water cylinder had discoloration, the suction cylinder had discoloration, water tightness was lost due to deformation of electrical connector guide pin, the scope connector had corrosion, the light guide cover glass had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, due to a burn on probe cover the insulation resistance value at distal end did not meet the standard value, the air/water supply volume did not meet the standard value due to clogging of nozzle, the light guide lens had corrosion and the connecting tube had a wrinkle. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. The reprocessing was completed according to the company operating manual. There was no delay to the precleaning, it was performed immediately after the completion of the examination in the endoscopy room. The nozzle was washed with water and air cleaning solution. The nozzle was cleaned with lint-free cloths that can release lint, the customer does not use any sponges or gauze with low particle release. The end of the scullion equipped with the larger brush was used. There were no noted concerns about the reprocessing. Wash pumps were used in the manual phase and application of appropriate slide. The customer is not equipped with a standardized wash basin, so the soaking phase was not carried out. The storage cabinets are not in accordance with uni en 16442:2015 but simple cabinets closed by doors. The device dried in a vertical position, draining water because they are not equipped with filtered air to dry them. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen (18) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from electrical connector guide pin. The event can be detected and prevented in accordance with the following instructions for use: detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.